Event description:
(B)(6) 2024 clinical (B)(6) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (10 mg at 4.60445 mg/day) via an implantable pump for unknown indications for use. It was reported that the catheter failed a permeability test due to an occlusion. The patient required prolonged hospitalization and it was explanted and replaced. 2024 psr updates (hcp, sdy): documents contained no new information. 2024-09-18 psr updates: documents contained no new information. 2024-09-25 e1: document contained no new information.

Manufacturer narrative:
Continuation of d10: product ID: 8731; lot#: 1700290106; serial#: unknown; implanted: (B)(6) 2020; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown/1700290106. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.